Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow-up report when/if product is returned for eval or add'l info becomes available.

Event description:
Attorney reported: in 2002 - pt had an incisional hernia repaired, during which a composix kugel patch was implanted. In 2003 - pt was experiencing significant abdominal pain, nausea, and fevers. She was admitted to the hospital and diagnosed with gastrointestinal bleeding and sepsis and required a partial small bowel resection, an ileostomy, and PICC line placement. In 2005 - pt admitted to hospital with worsening septic condition. Attorney reports that the doctor attributed the recurrent sepsis syndrome, enterocutaneous fistulas, colostomies, partial enterectomies and chronic renal failure to the 2002 ventral hernia repair. In 2005 - patient died.